Event description:
Additional information received confirms the procedure was rescheduled and completed. The scope was not used on the patient and the patient's condition is ok.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additional correction to the initial for 3rd party repair results (d8, h3, h6, h10 evaluation results). The device was not returned to olympus for evaluation. Upon testing by a third party repair center, the issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to water invaded the subject device, which broke image sensor and/or electronic components such as scope connector board. However, the root cause of the phenomenon could not be identified. The event can be detected/prevented by following the instructions for use which state: -1.4 warning and cautions "warning: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." "Caution: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged." -5.4 leakage testing of the endoscope "perform the leakage test: caution ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." -warnings and cautions: caution "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. -warnings and cautions; disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination." -3.8 inspection of the endoscopic system [inspection of the endoscopic image] "confirm that the wli and nbi endoscopic images are normal." -5.1 troubleshooting "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon testing of the returned device and the issue was not confirmed. The evaluation found the following: the vent valve (leakage testing connector) was found to be open most likely the cause of the moisture contamination in electronic connector causing the b30 error code, and the bending section of the rubber was found to be perforated/leaking. The investigation is ongoing, and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that an error code/scope communication error was observed while preparing for a diagnostic bronchoscopy. As a result, the case was cancelled and rescheduled for another time. There was no patient harm or injury as a result of this event.